Event description:
Customer reported that the insulin pump alarmed button error. Blood glucose value is 145 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm was noted during testing. However, intermittent button response was noted due to corroded keypad traces. The insulin pump had minor scratches in the display window, cracked case at the display window corner, cracked battery tube threads, a broken reservoir tube lip, missing reservoir tube seal and a missing end cap sticker.